Manufacturer narrative:
The investigation results will be provided in a subsequent submission

Event description:
During a cervical ablation procedure, an "unsafe probe" error displayed and an alarm emitted so the procedure was cancelled. The probes were replaced, the grounding pad was changed three times and re-positioned, and the generator was power-cycled with no resolution so the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
Additional information: the reported generator was returned for investigation. Ac power was applied to the rf generator and a successful power on self-test was observed. User defined temperatures were successfully achieved during the application of radio frequency energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the error message and subsequent procedure cancellation could not be conclusively determined.